Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece measuring 58.2 cm. Clavicular crush damage was found at 23.0 ¿ 25.0 cm from the connector pin. In this region, all filars of the outer coil was found fractured. The outer insulation was intact, but the inner insulation was found to be damaged. The cause of the reported events is due to clavicular crush.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high and out of range pacing impedance. X-ray revealed lead fracture. The lead was explanted and replaced. The patient was stable before, during and after the procedure.